Manufacturer narrative:
See regulatory report# 3004209178-2019-10138 for other implantable neurostimulator ( serial# (B)(4)) related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the "dbs system was not successful" and therapy was not working. The patient reported she had parkinson's and shook. The caller stated she had not used the ins since it was implanted. The caller stated both of the stimulators were "not really in any pocket, the flew around the body and moved around under the skin". The caller stated this was annoying when she tried to sleep and the ins on the right side was more bothersome.